Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 506 mg/dl. Manual insulin injections were used to address elevated bg. Customer changed supplies and resumed insulin delivery.